Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat an existing free perforation in the proximal right coronary artery, a 4.0x19 otw jostent graftmaster covered stent system was advanced and deployed, sealing the perforation. There were no complications or adverse events caused by use of the jostent graftmaster device, however, it was noted by an abbott vascular employee that upon receipt of the device registration form from the site (B)(4) 2013, the device was noted to be expired after it had been implanted on (B)(6) 2013. As of (B)(6) 2013, there have been no adverse patient effects and the final patient outcome is satisfactory. No additional information was provided.